Manufacturer narrative:
G4: 09jan2020. B4: (B)(6). The customer was given a quote for a replacement battery. The customer did not approve the quote and has chosen to not repair the device anymore. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/07/2019.

Event description:
The customer reported that the back up battery on this device was not working. The device was evaluated by the technician and the reported issue was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.